Event description:
A physician called and said two patients were tested on the suspect device. Patient 1 had an inr result of 5.1 and a lab value of 3.1; patient 2 had an inr result of 8.0 and a lab value of 2.3. Controls were run and in range. No treatment was provided. Patient 1 was new to coumadin therapy and patient 2 has a history of coumadin. They stopped using the device. The device was replaced and requested to be returned for evaluation.